Event description:
It was reported that the patient underwent an explant procedure for unknown surgery. The explanted device was retained at the facility. No further information could be obtained.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately 2020.